Manufacturer narrative:
Block b5/h2: this event is no longer reportable based on the observations from the returned product analysis. No balloon rupture was observed as described in the complaint details. Block h3: the angiosculpt device was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the device was pressurized up to 16 atm, and a leak was observed on the intermediate shaft. Based on the lab analysis, the reported complaint of a balloon rupture could not be replicated; however, a shaft leak was noted. Per the manufacturer''s work instruction, a shaft leak is not considered a reportable event. Block h6: the cause of the shaft leak could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Initial MDR reported a balloon rupture below rbp. However, based on the observations from the returned product analysis, no balloon rupture was observed as described in the complaint details. Therefore, this event is no longer reportable.

Manufacturer narrative:
Block a2: the patient's dob is unknown. This information was not available from the facility. Block g2: foreign- south korea block h3: the angiosculpt device was not returned, thus no returned product investigation was performed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used to treat a mid-lad artery. During inflation at 16 atm, the balloon burst. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.